Event description:
Physician observed a cloudy optic and vitreal reaction during the first 15 days postop implantation on the iol. Patient experienced a decreased visual acuity, lens was removed and replaced.